Manufacturer narrative:
On 2024-06-07, the excor cannula lot no. 00125255 was returned to berlin heart gmbh for investigation. During initial visual inspection, the marking (black line) was confirmed on one end of the longer cannula fragment. The black marking was placed by the surgeon to identify the end of the cannula piece with the pinhole. After cleaning, a longitudinal cut was detected at one of the ends of each fragments away from the suspected pinhole site. The imprints of the connectors could be seen in the area of the longitudinal cuts. However, no damage caused by the connectors could be detected. One of the parts also had a cut in the circumferential direction. The pinhole reported could be confirmed at the marked point of the longer fragment. The puncture has a cone shape which is not visible on the inside of the cannula, indicating that the puncture was made from the outside to the inside. The pinhole is continuous and very filigree, so that it may have closed again when the cannula was free of tension. The incision on both parts were probably made intentionally in order to separate the cannulas from the connectors. The pinhole was most likely caused accidentally while suturing during implantation. No other damage was found.

Manufacturer narrative:
The cannula (lot no. 00125255) is in use on the patient since (B)(6) 2024 for 32 days until the time of the event on (B)(6) 2024. The affected patient was on excor ikus driver. We have reviewed the production records of the excor arterial cannula lot no. 00125255. This product was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
On 2024-05-29 berlin heart gmbh was informed by the japanese distributor that oozing bleed was confirmed from the excor arterial cannula for small children, outflow cannula on the patient supporting with excor ikus driving unit. According to the clinic, a pinhole-shaped hole was noticed in the area where the blood leaked, below the velour of the cannula. The surgeon removed the affected part of the cannula and connected the extension set on (B)(6) 2024. The patient was clinically stable and had no negative effects due to the incident.